Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that screen was blank after trying to change the battery out and did not turn on. Customer's blood glucose level was 5.7 mmol/l at the time of incident. Customer was unable to clear the alarm. Customer stated that insulin pump casing had crack. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.